Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "diagnosed with bia-alcl" and "the recall." Date of alcl diagnosis: (B)(6) 2020.

Event description:
Patient representative reported ¿diagnosed with bia-alcl,¿ pathological markers not provided, patient ¿continues to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal ¿ hardship due to the continuous fear of bia alcl,¿ ¿suffered emotional distress, anxiety,¿ ¿loss of quality of life,¿ ¿suffered, or will suffer, painful removal procedures to mitigate the risk of developing bia-alcl, as well as any treatment, therapy, recovery ¿ associated with the removal of the biocell textured breast implants,¿ ¿the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue¿ and ¿suffered debilitating physical pain.¿ patient representative also reported patient experienced ¿depression¿ and ¿disability;¿ these events are not related to the device. Device was explanted. Affected side is unknown.